Event description:
The hcp reported the pt was experiencing no pain relief. The pump was explanted after an implant duration of 21 months due to "not working." It was replaced and returned to the MFR for analysis.